Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated occlusion alarms not associated with meal announcements, elevated blood glucose readings up to 514 mg/dl with medium ketones, and a broken luer connector, with occlusions occurring across multiple infusion sets and lots and resolving after site placement change and use of new cartridges and adaptors. Symptoms included hyperglycemia and ketosis. Outcomes included temporary interruption of insulin delivery, use of subcutaneous insulin injection, and subsequent continuation of therapy without hospitalization. Investigation included device evaluation by troubleshooting with visual inspection, supply changes, site changes, software verification, and monitoring. Investigation of this case revealed no visible leaks or kinks, successful alarm clearance with resumed insulin, and resolution after changing infusion site location and supplies. It was concluded that the occlusions were consistent with a delivery pathway blockage likely related to infusion set/site factors rather than a persistent device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.